Event description:
The manufacturer received information alleging ventilator service required. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed in the event log. An error code related to the charging of the battery was found. Evt_battery_not_charging_fault means the internal or detachable li-ion battery is not charging due to a hardware fault for greater than or equal to 1 minute. The device's detachable battery board, detachable battery harness and system board were replaced to address the issue.